Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was filed. The device was not returned. The root cause of the access site bleeding issue was use related, as per the clinical description provided, sutures were tightened post-surgery.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and 4643 apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 68-year-old patient of unknown ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that there was oozing from the impella access site. Dressing changes were performed, manual pressure was applied, the preclose sutures were tightened and the patient was given one unit of blood products.